Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds in addition to undersensing in the form of low p-waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.